Event description:
It was reported the customer had cracks around their display window. Customer also had cracks near their reservoir window. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Cracked lcd window, cracked case near lcd window corner, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.